Event description:
Caller states, the lancet does not retract into the softclix plus lancet device. No adverse event reported. Requested return of suspect device and replacement was sent. No information provided for where issue was discovered.

Manufacturer narrative:
Suspect device: softclix plus lancet device.